Event description:
An article in the journal of vascular surgery reports a retrospective review of all patients who underwent attempted iliac recanalization of chronic iliac occlusions and concurrent evar of an infrarenal aaa was performed at three academic tertiary referral centers between january 2004 and december 2010. During a 6-year period, 15 recanalizations of occluded iliac arteries were attempted for placement of bifurcated aortic stent grafts in 14 patients. This article describes a patient who underwent treatment with a gore excluder aaa endoprosthesis. Balloon angioplasty of a contralateral excluder limb for asymptomatic graft infolding was performed at 3 months.

Manufacturer narrative:
A manufacturing evaluation could not be performed as the lot number of the device was not available. Conclusions: the cause of the infolding is unknown. Vallabhaneni, rhaguveer, ehab e. Sorial, william d. Jordan, david j. Minion, and mark a. Farber. "Iliac artery recanalization of chronic occlusions to facilitate endovascular aneurysm repair." Journal of vascular surgery. In press.